Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A site representative reported that the mobile view station (mvs) powered down after being transported across the hospital. The mvs was plugged in and the line power light was no longer illuminated. It was suspected that the f11 and f12 fuses had broke. There was no patient present. An onsite inspection was scheduled for the next day. During the inspection the reported failure was confirmed. The mvs would not power up. The medtronic representative found that fuses f11 and f12 were broken. The fuses were replaced and then discarded onsite. A successful system checkout was performed which verified that the issue had been resolved. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the mobile view station (mvs) powered down after being transported across the hospital. The mvs was plugged in and the line power light was no longer illuminated. It was suspected that the f11 and f12 fuses had broke. There was no patient present. An onsite inspection was scheduled for the next day.